Manufacturer narrative:
Additional information received reports that this event is no longer reportable as the physician believes the device longevity meets/exceeds the expectations of the physician.

Event description:
Additional information received reports that this event is no longer reportable as the physician believes the device longevity meets/exceeds the expectations of the physician.

Event description:
It was reported that the patient is needing an ipg replacement for an unknown reason. Surgical intervention may be pending to address this issue.

Manufacturer narrative:
B3: event date is estimated.